Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a battery harness assembly with safety. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. The user interface module software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be damaged battery harness assembly with safety. To correct this condition the battery and battery harness were replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.